Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv threshold has increased, sensing and impedance have remained stable and there is no noise reported. Decision was made to monitor the lead. The patient is stable.